Manufacturer narrative:
Analysis was normal. No abnormalities were found.

Event description:
It was reported that the patient's right ventricular lead was dislodged. The lead was repositioned on (B)(6) 2017. The lead was dislodged again and the helix was non-functional, so the physician explanted and replaced the lead on (B)(6) 2017. No further information is available.